Event description:
Edwards learned through a clinical trial of atrial fibrillation detected on post-op day six (6) of a 21mm aortic pericardial valve. "...it was noted that patient's rhythm changed to atrial fibrillation. Patient was treated with medication and cardioverted. Patient's rhythm changed back to sinus rhythm post cardioversion." On date of surgery, ECG reveals patient was in paced rhythm, event required use of pacemaker. Outcome: resolved on pod-9. Device remains implanted.

Manufacturer narrative:
Atrial fibrillation (af) is a common arrhythmia in patients undergoing cardiac surgery, including valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. While there is no direct allegation of device relationship, this patient required implant of a pacemaker and was cardioverted. Patient condition resolved by post-op day nine (9). Device remains implanted. Serial number of device has not been made available; therefore, the device history record (DHR) review cannot be done. If additional information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.